Event description:
It was reported from a social media post that low audio output occurred. The patient stated that on (B)(6) 2023, his blood glucose dropped and the cgm alert on the receiver was not loud enough for him to hear it. He stated is bg dropped and he subsequently experienced a seizure, fell to the floor and sustained injuries to his face (lacerations requiring sutures, bruised eyes). The patient was contacted, and additional information was received. Prior to taking a nap, the patient was asymptomatic and his cgm displayed 80 mg/dl. Approximately 90 minutes after lying down, unknown to him, his bg decreased. The g7 receiver alerted; however, the alert was not loud enough, and he did not wake. He experienced a seizure, and after the seizure he was able to ingest some juice. His bg at the time was 41 mg/dl. After the seizure, he was able to alert his family who were outside the house and they called emergency medical services. Ems transported the patient to the hospital and during transport, his cgm displayed low and his bg per ems was 41 mg/dl. Upon arrival at the hospital, his cgm displayed low but his bg was 70 mg/dl. The patient¿s lacerations were treated; however, no other medical intervention was not provided. The patient was released 7 ¿ 8 hours later. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of seizures. Initial reporter street line - (B)(6).